Event description:
Report received of an undocumented number of incidents involving the extension set with the removable clave port where the clave hub would separate from the tubing. The nurses thought initially that they were not securing the clave onto the tubing. After assuring that this practice was being done, the problem continued. No patient data known by the reporter. The reporter stated that in some cases the patient's IV access was lost. In other instances, it was reported that an unspecified amount of blood loss occurred, but no blood transfusions were required. No critical drugs were being administered and no patient harm was reported. The incidents were reported by the medical/surgical unit. The nurses either changed out the set or started a new IV access. Although requested, no additional information was available.